Event description:
It was reported that during a lap gastric sleeve procedure, the device was being used with several trocars and they noticed an excessive amount of pneumo loss through the cannula. They continued work through the first trocar for as long as possible then switched to another like device and completed the procedure. They also used a new universal seal cap with the new trocar during the end of the case.

Manufacturer narrative:
(B)(4). Leak test failed with test probe. (B)(4). The analysis results of device (a) found that the device was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a result from surgeon manipulation of inserted devices. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (d) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (e) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.